Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi due to MRI and usage of a bovie blade. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the device was reset to resolve the issue. The patient was stable.